Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The hospital will replace the condenser to resolve the leak condition.

Event description:
The hospital reported that the unit failed the preoperative leak test. There was no report of patient involvement.